Event description:
There was an allegation of questionable urea/bun, albumin bc, bilirubin total gen.3, and lactate dehydrogenase assay results from the cobas 6000 c501 module for seven patients. Please see the attachment "(B)(6)" in the medwatch for the table containing the patient comparison results.

Manufacturer narrative:
The urea/bun, albumin bc, bilirubin total gen.3, and lactate dehydrogenase reagent lot numbers and expiration dates were not provided. The investigation determined that a reagent issue could be excluded, as there were no additional cases, and the correct repeat results were generated using the same reagent. A field service engineer (fse) determined that there was a blocked reagent probe and removed a plastic particle. The fse cleaned the probes and nozzles and confirmed that the module was running within specifications. The investigation was unable to determine a specific root cause for the plastic particle that caused the blockage. The investigation determined that the service actions resolved the issue.